Event description:
The clinical report indicates that revision surgery was performed due to stomach/band slippage and band remained implanted. An additional event was reported of tubing leak, with explantation of the access port. The event of band slippage was reported to inamed after PMA approval for the deivce, however the event occurred prior to PMA approval. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting. The leakage of the access port occurred after PMA approval.